Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the surgeon reported that a button from a patient he had to revise presented the same issue than the event (incident no. (B)(6). He indicated he will report the problem to the FDA out of an abundance of caution.